Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, the stent was placed to treat a biliary stenosis, with the lesion reported to be approximately 1 cm in size. The patient's anatomy was reported as slightly tortuous. The patient's anatomy was not dilated before stent placement. After completing the deployment of the stent, the physician noticed that the end of the stent facing the scope did not appear uniform and it looked like one of the looped retrieval wires was not sitting where it should. The physician made an assessment that the stent was still patent and left it in situ. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Patient reported to be over 18 years of age. (B)(4) for stent damage.